Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 58-year-old male patient with systolic heart failure. There was no additional patient information available. Return product is available for investigation. Method date : time : result: heparin dose: na , (B)(6) 2025 , 12:19 , na , 11,000 units I-stat, (B)(6) 2025 , 12:30, 452, I-stat, (B)(6) 2025 , 12:46, 757, I-stat, (B)(6) 2025, 12:56, 395, I-stat, (B)(6) 2025 , 13:15 , 706, I-stat ,(B)(6) 2025 , 13:27, 354, I-stat, (B)(6) 2025 , 13:28, 446, I-stat, (B)(6) 2025 , 13:53, 204 , I-stat, (B)(6) 2025 , 13:53, 205, I-stat, (B)(6) 2025 , 14:03, 198, I-stat, (B)(6) 2025 , 14:03 , 199, informtion not provided: collection time. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-oct-2025. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing of act kaolin cartridge lot r25083 could not be arranged before lot expiration (20-sep-2025). No deficiency has been identified.